Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post procedure check, the right ventricular lead exhibited decreased sensing. A chest x-ray was performed and revealed that the lead had dislodged. The patient underwent lead revision procedure to reposition the lead. The patient was stable post procedure.